Event description:
(B)(4): it was reported that during a carotid artery treatment procedure a malfunction occurred. The target lesion was located in the ostium of the left internal carotid artery with 99% stenosis, a length of 7 mm, and a reference vessel diameter of 4.0 mm. The physician treated the lesion with a filterwire ez and placement of two carotid wallstents. During the index procedure, a malfunction occurred. Per the site, the first wallstent implanted "watermelon seeded" with proximal deployment and therefore was not deployed at the intended location. Following post-dilatation, residual stenosis was 5%. The patient was discharged the next day. There were no patient injury and the patient condition is listed as "fine".

Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)